Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient was hospitalized due to high blood glucose while 31st week of pregnancy on (B)(6)2024. The length of the hospitalization was more than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.